Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch vita enhanced meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient to obtain and verify information; however, the patient refused to speak with the tsr. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2012 at 9:35 am, the patient obtained the blood glucose reading of 276 mg/dl on the reported meter. At that time, the patient experienced the symptoms of sweating and shaking, and had difficulty lifting her arms. The patient administered self-treatment by consuming sugar and soda. At 10:15 am, the patient obtained the additional readings of 258 mg/dl and 201 mg/dl. It would have been helpful to determine the time of the onset of symptoms, what the patient's readings were earlier on that day, what meals and medications had been taken prior to the onset of symptoms, the patient's expected readings, and her condition after self-treatment. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating, and the meter was set for the correct unit of measure. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips- 6/15/2012, meter- 6/27/2012.